Event description:
The complainant stated that none of the bed functions are working on the bed. He has replaced the footboard and isolated the siderails but the problem remains. He noticed corrosion on the logic board near the r3 resistor.

Manufacturer narrative:
The accounts engineer isolated the issue to corrosion on the logic circuit board. He replaced the logic circuit board to repair the bed.